Event description:
It was reported that during the surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, (changed another reload and still got the same issue, )then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # 410a97. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device and an ecr45w reload were returned with no apparent damage. The reload was received partially fired 2/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.